Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: battery casing device, (B)(6) 2022. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from the united kingdom that the end came off the attachment device while in use with a battery casing device. It was further reported that the part of the attachment device that is twisted to secure the blade became loose and came off the attachment device while in use with a battery casing device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: h6: service history review: a review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device fell apart-unattached and did not function. It was further determined that the device failed pretest for general condition, check the function of quick saw blade coupling and check oscillation frequency with frequency meter. Therefore, the reported condition was confirmed. However, an assignable root cause was not established.